Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the instrument made a cracking noise during the second firing and te black firing handle would not release. The surgeon used another instrument to finish the procedure. No pt consequence.